Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the smiths tampered seal label was intact. The customer stated problem was confirmed. Customer reported problem was duplicated, a cassette not attached properly error alarm emerged during the functional tests. Mu showed a nonreactive dso sensor. Dso sensor was not operating as intended and it was replaced. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported the device displayed -cassette not attached properly. Reattach cassette- alarm during testing. No patient injury was reported.